Event description:
It was reported that the pacemaker dependent patient presented for a follow-up after several syncopal episodes. The device exhibited no bipolar ventricular capture at 4 v during a test. When the device was returned to unipolar, an impedance reading was not obtained in bipolar. Unipolar impedance was 277 ohms. The device was programmed to the unipolar configuration and follow-up will continue.